Manufacturer narrative:
(B)(4). Batch # w90u8h. Additional information was requested and the following was obtained: was device difficult to assemble to handpiece: no information; was the threaded stud broken on the handpiece when the disposable device was being assembled to the handpiece: no information; if not, how was the handpiece damaged and what part of handpiece was damaged: no information the handpiece was received disassembled with the nose cone and the transducer assembly detached from the handpiece. Upon visual inspection it was observed that the nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. A ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before a laparoscopic sigmoidectomy, the handpiecewas damaged when setting the disposable. The number of remaining uses of the handpiece was unknown. A competitive device was used to complete the case. There were no adverse consequences to the patient.